Event description:
Device malfunction: missing stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, the absolute pro stent delivery system (sds) was unable to cross the tight lesion. The sds was removed. The procedure was completed with only balloon angioplasty. There was no reported adverse pt effect. Subsequently, investigation of the returned device found the stent was missing from the sds. The location of the stent is unk. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) off label vascular use. The device was received. Investigation is not complete. All relevant info will be provided on a follow-up report.